Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Evaluation summary: the items were not available for investigation due to hospital policy. The assembly was allegedly checked after the case and it was found that everything lined up properly. We received the conclusion that the locking screw must have missed because the nail was loose on target device. Event description suggests the nail holding screw (not tightened correctly) being the primary product. The review of the manufacturing records did not show any discrepancy. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. Pre-supposing that targeting accuracy for drilling was confirmed by pre-operative check it was concluded that the event was mainly based in the intra-operative procedure. The IFU and the operation technique clearly points out above possibilities. Referring to received information it is suggested that potential deviation in targeting accuracy should have been detected during required functional check prior to use. Further, the kind of preparing the intramedullary canal may be essential for inserting the nail without deflection. Depending on the bone curvature this may contribute to sufficient drilling and positioning. The necessity of distal locking depends on the kind of bone breakage. If and if distal locking is performed is in the judgement of the treating surgeon. Due to missing medical records resp. Due to missing product(s) a real root cause could not be determined. It can only be assumed that the alleged event most likely was caused by sub-optimal intra-operative procedure, i.e. Not correct assembly of the nail and target device due a not intended tightened nail holding screw.

Event description:
It was reported by the rep that the gamma plus target device for the short gamma nail and the distal screw missed the nail. We noticed on x-ray. The surgeon took out the screw and decided not to put it back in because he felt he did not need it as the lag screw already compressed the fracture. The target device was examined after the case and it was found that everything lined up properly. It was concluded that the screw must have missed because the nail was loose on the target device.

Event description:
It was reported by the rep that the gamma plus target devicew for the short gamma nail and the distal screw missed the nail. We noticed on x-ray. The surgeon took out the screw and decided not to put it back in because he felt he did not need it as the lag screw already compressed the fracture. The target device was examined after the case and it was found that everything lined up properly. It was concluded that the screw must have missed because the nail was loose on the target device.